Manufacturer narrative:
The handpiece was received at the MFR for service, and a condition of run-on was found. Based on the investigation details, the likely cause was problems with the motor, press plugs, spherical bearing, and blade mount. Those parts were replaced along with the housing. Service repaired and returned the device to the customer.

Event description:
The handpiece was returned to the MFR for service, and during the investigation a run-on condition was found. This event did not occur during a surgical procedure. There was no pt involvement or any adverse consequences as a result of this event.